Manufacturer narrative:
Concomitant medical products: product ID: 6935m62 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received high voltage therapy for suspected atrial fibrillation (af) with rapid ventricular response that was detected as ventricular fibrillation (vf). It was noted that the shock appeared to terminate both ventricular and atrial arrhythmia. It was also reported that the right atrial (ra) lead exhibited possible intermittent atrial undersensing noted on stored electrograms (egm). The cardiac resynchronization therapy defibrillator (crt-d) and ra lead remain in use. No further patient complications have been reported as a result of this event.